Event description:
Patient mentioned upon further review they had their implanted neurostimulator (ins) replaced because the ins went "dead." Patient services specialist (pss) asked if the ins was replaced due to normal battery depletion and the pt didn't specify.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.